Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
It was reported that the procedure was to treat a right common iliac artery. A 7.0 x 39 mm omnilink elite peripheral stent delivery system was advanced to the lesion without resistance. The balloon was inflated, deflated and removed from the anatomy without issue. Fluoroscopy revealed there was no stent deployed in the lesion. The anatomy was searched for the balloon but it could not be found in the anatomy. Another omnilink elite stent was advanced through the introducer sheath and deployed without issue. It is unknown when the stent dislodged; however, it was confirmed it was not in the patient. There was no adverse patient sequela reported. No additional information was provided.